Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to a usage stress, external factors, or handling. However, a definitive root cause could not be determined. The reported issue (insertion tube crushed) was confirmed and found to be caused by external factors. In addition, service found the bending angle was out of specification due to wear of the angulation wire, and there was a leakage due to holes in the insertion tube caused by external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the insertion tube of the subject device was crushed. The procedure was not affected. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). Additional details were requested regarding the reported event; however, no further information was available.